Event description:
A doctor contacted baxter (B)(4) regarding a connection issue with a transfer set. The doctor stated the transfer set separated from the titanium adaptor. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a connection issue with a transfer set was confirmed during the sample evaluation. One used set with no cap (loose in pouch) on spike and no cap on patient connector was received for evaluation. During visual inspection it was noted that the patient connector and the titanium adapter did not connect flush and was difficult to connect. Functionally, the set was hand tightened with a lab titanium adapter with difficulty noted and tested set underwater at 8 psi with no leaks noted. The evaluation was completed, but the investigation is still not completed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was confirmed during the sample evaluation; however, the root cause could not be determined.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.